Event description:
It was reported that during implant procedure, the novel right ventricular lead failed to sense and capture. Upon repositioning, the helix failed to rotate appropriately. The lead was not implanted during the procedure on (B)(6) 2024. There were no patient consequences.

Manufacturer narrative:
The reported events of helix mechanism issue, failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged with blood/tissue. Final analysis found the inner coil was over torqued at the connector region consistent with the procedural damage. The cause of the reported events was isolated to blood/tissue in the helix region and over torqued of the inner coil at the connector region that cause shorting between conductors.